Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿open conversion with explantation of stent grafts after endovascular aneurysm repair for abdominal aortic aneurysm¿ yamanaka k, kawabata r, hamaguchi m, chomei s, inoue t, hasegawa s, tsujimoto t, koda y, miyahara s, takahashi h, okada t, yamaguchi m, okada k. Annals of vascular surgery. (B)(6) 2024;104:38-47. Doi: 10.1016/j.avsg.2023.07.094. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿open conversion with explantation of stent grafts after endovascular aneurysm repair for abdominal aortic aneurysm¿. The time frame of this study was over a ten year period. Multiple manufactures products were implanted. Endurant stent grafts were implanted in the patient population. This study aimed to analyze the outcomes of primary open aaa repair and open conversion with explantation of stent grafts after evar. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, type iii endoleak, type v endoleak the following adverse events occurred: infection, aneurysm enlargement, explant patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.